Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2002 along with the concurrent procedures lavh/bso and cholecystectomy due to sui, cystocele and uterine relaxation. It was reported that patient underwent a corrective laparoscopy on (B)(6) 2009 for bladder erosion/incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).